Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm noted. The pump was received with motor noise during rewind due to faulty motor. The pump was received with cracked display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a rewind anomaly and excessive no delivery from the insulin pump. The customer's blood glucose reading was 19 mmol/l. The customer stated that the noise was heard during rewind. The customer performed self-test and no delivery alarms occurred for 3 days. The customer will return the pump for analysis.